Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that on (B)(6) 2020, the patient developed neuropathy due to the device, and was readmitted until (B)(6) 2020. An intracranial bleed was confirmed in the left hemisphere via a computed tomography (CT) scan, and a stroke was diagnosed. The patient had muscle weakness on the right side of the body. The patient was on warfarin and aspirin at the time of the event. It was believed that the stroke may have occurred due to these anticoagulation medications. The patient remained ongoing on (B)(6). The hmii lvas instructions for use (IFU) lists bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient developed neuropathy and was readmitted until (B)(6) 2020. An intracranial bleed in the left hemisphere was confirmed via CT, and a stroke was diagnosed. The patient had muscle weakness on the right side of their body. The patient was on warfarin and aspirin at the time of the event. It was believed that the stroke was possibly due to the anticoagulation medications the patient was on.